Manufacturer narrative:
Investigation summary: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. As received, the lead was tested, mechanical tests showed that initially, the screw mechanism did not meet specifications, due to blood residues within the screw housing. After cleaning, the fixation screw operated as specified and could be extended and retracted normally. No lead malfunction is suspected to be the cause of the reported event. It can be hypothesized that the initial lead fixation to the myocardium was not optimal, possibly due to incomplete screw deployment. The immediate dislodgement observed upon stylet withdrawal is consistent with insufficient initial penetration of the screw in the tissue. Lead dislodgement during implantation is a known procedural complication and may be influenced by multiple factors, including patient-specific anatomy and the physician¿s preferred implant site. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, a vega 52 lead was placed in the atrium. The fluoroscopic position in the atrial appendage appeared excellent, but the lead dislodged immediately upon stylet withdrawal. The parameters (threshold 5v, sensing, impedance) were all within normal ranges. The same issue occurred when attempting placement in the septum. Then, the lead was replaced with a medtronic 5076-52 lead, with a threshold of 2.8v, sensing of 5mv, and impedance of 1120o.

Event description:
Reportedly, a vega 52 lead was placed in the atrium. The fluoroscopic position in the atrial appendage appeared excellent, but the fixation helix failed to anchor; the lead dislodged immediately upon stylet withdrawal. The parameters (threshold 5v, sensing, impedance) were all within normal ranges. The same issue occurred when attempting placement in the septum. Then, the lead was replaced with a medtronic 5076-52 lead, with a threshold of 2.8v, sensing of 5mv, and impedance of 1120o.